Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken into two pieces. The first piece measured approximately 128.4 cm from the top of the connector to the break. The second piece measured approximately 184.4 cm from break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during used, resulting in a misfire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 19, 2019 that a flexiva ID tractip 200 laser fiber was used in a cystoscopy, left ureteral stent insertion, retrograde, ureteroscopy, stone basket of left ureteral and kidney stones procedure performed on (B)(6) 2019. Reportedly, the laser unit used was 100 watt laser console. According to the complainant, during the procedure, the fiber was noted to be broken in two pieces upon usage. The procedure was completed with a basket. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken with evidence of misfire.